Event description:
MDR (B)(4) ¿ echotip procore® hd ultrasound biopsy needle. This single-arm, retrospective, observational study was designed to collect patient-level data from the medical records of patients in whom an echotip procore biopsy needle was used, and the index procedure occurred between 01 january 2015 and 31 december 2020. The objectives were to confirm the continued safety and performance of the device and continued acceptability of the benefit to risk ratio. This complaint was opened to capture 9 issues of off-label / abnormal use. 6 patients relevant medical history at time of procedure: coagulopathy sampling of the rectum for 1 patient (1.1%, 1/93) was considered off-label due to needle use with a colonoscope. The device was used for an ¿other¿ reason for 2.2% (2/93) of patients, specified as puncture of the left bile ducts and puncture of the pancreas with presumed drainage of transparent fluid (phrased as ¿puncture pancreas liquide transparent¿). 'This study article did not go into detail which rpns were used off label, this complaint will conservatively capture all events potentially occurring with an echo-hd-19-c device. Patient outcome: no adverse effects to patient reported in this study. Patient/event info - notes. Patient info: study population was 69.5 years with a slight preponderance to male. Patients (53.8%, 50/93).

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation the device evaluation of the echo-hd-19-c device could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0077 which informs the user about intended use ¿this device is used with an ultrasound endoscope for fine needle biopsy, (fnb), of submucosal lesions, mediastinal masses, lymph nodes and intraperitoneal masses within or adjacent to the gastrointestinal tract.¿ as per the notes section of the instructions for use, ifu0077, which informs the user to ¿do not use this device for any purpose other than stated intended use.¿ as per the instructions for use, ifu0077 which informs the user about contraindications: "those specific to primary endoscopic procedure to be performed in gaining access to desired site. Coagulopathy". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0077). Image review an image was not returned for evaluation. Root cause review a definitive root cause can be attributed to the abnormal use of the device. From the information available, echo-hd-19-c device was being used along with a colonoscope and for another reason (puncture pancreas liquid transparent), and additionally, the device was being used in a coagulopathy condition, which constitutes a contraindication as per the instruction for use (IFU), which was confirmed as abnormal use by our medical advisor. As previously mentioned, the intended use section of the IFU (ifu0077) states "this device is used with an ultrasound endoscope for fine needle biopsy, (fnb), of submucosal lesions, mediastinal masses, lymph nodes and intraperitoneal masses within or adjacent to the gastrointestinal tract", notes section ¿do not use this device for any purpose other than stated intended use¿, and in the contraindications section ¿those specific to primary endoscopic procedure to be performed in gaining access to desired site. Coagulopathy.¿ the user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-dec-2024.